Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and the back valve started to leak, after the dilator was removed. The sheath was replaced, and the issue was resolved. The procedure was continued and completed. No adverse patient consequence was completed. The hemostatic valve did not dislodge inside the hub. The sheath was being used in the patient and no air entered the patient¿s body. There was no patient consequence, and no treatment was needed. Blood ran out the back of the sheath after the dilator was removed. There was no significant blood loss (maybe 20cc).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and the back valve started to leak, after the dilator was removed. The sheath was replaced, and the issue was resolved. The procedure was continued and completed. No adverse patient consequence was completed. The hemostatic valve did not dislodge inside the hub. The sheath was being used in the patient and no air entered the patient¿s body. There was no patient consequence, and no treatment was needed. Blood ran out the back of the sheath after the dilator was removed. There was no significant blood loss (maybe 20cc). Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. A device history record was performed for the finished device 60000312 number, and no internal actions related to the reported complaint condition were identified. The hemostatic valve issue reported by the customer was confirmed. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. Correction to the initial report: corrected UDI has been populated to field d4. Primary UDI number. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).